Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the touch screen of cardiosave intra-aortic balloon pump (iabp) stopped working. There was no harm reported.